Manufacturer narrative:
(B)(4). Device evaluation: the customer reported failure code 94 was confirmed by technical services in the alarm log review. The cause was determined to be a depleted main battery and the main battery was replaced to resolve the problem.

Event description:
The facility reported a flogard infusion pump that "has the alarm 94". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.